Event description:
It was alleged that the patient's precice nail was not lengthening. The nail was revised with a new precice nail, without incident.

Manufacturer narrative:
A visual inspection of the returned device revealed that the nail was observed and no damage was found. An inspection of the x-ray images of the internal components revealed no damage and the nail to be partially distracted. Functional testing revealed that the nail was able to distract and retract with the erc and high speed magnet. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.